Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found with the IV shield coming off before use. The following has been provided by the initial reporter: -it is reported that IV shield was missing from one product when new box was opened. Verbiage- "uncapped eclipse needle. A new box of 22g needles was opened (lot# 9140994 exp. 5-31-24) and there was a needle inside with no cap over the needle end."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found with the IV shield coming off before use. The following has been provided by the initial reporter: it is reported that IV shield was missing from one product when new box was opened. Verbiage: "uncapped eclipse needle. A new box of 22g needles was opened (lot# 9140994 exp. 5-31-24) and there was a needle inside with no cap over the needle end."